Event description:
Breg polar care ice packs noted to cause condensation build up resulting in moisture wicking through the wrap making the patient dressings wet. Patient dressing needed to be re-enforced due to leakage/ condensation. This information was shared with breg team. Breg polar care ice pack (B)(6).